Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 began experiencing irritation, developing into a rash or possible allergic reaction, around sensor patch adhesion site. Patient saw endocrinologist on (B)(6) 2014 and is utilizing cortisone to manage symptoms. Patient did not report any injury or further medical intervention at the time of contact with dexcom technical support. At the time of the call with dexcom technical support, the patient reported still feeling itchy.